Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the present date 02aug2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had note says not programming and channel error 240.4150 was alarming which was resolved with replacing the top pressure sensor and the pump ran good after that. There was no patient involvement.